Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been having recurrent syncope and passed out on (B)(6) 2015 in the middle of the night while getting up to go to the restroom. CT angiography revealed that the patient had prolapse of the apical anterior wall of the ventricle over the inflow conduit during systole. It was noted that the inflow conduit position had gone from 60 to 50 degrees since the patient was implanted on (B)(6) 2014. It was reported that it appeared that the pump pocket had migrated which was causing the malposition of the inflow conduit. The patient was admitted to a stepdown unit for observation and given fluids. No further interventions were performed and the patient was discharged to his home on an unspecified date. The manufacturer¿s technical service representative reviewed the provided log file and noted normal pump parameters while the pump was operating at the set speed of 8800 rpms. There were no adverse alarms or events captured.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The patient remains on lvad support with no further issues reported. The report of a malpositioned inflow conduit could not be confirmed as images of the pump placement were not provided for review. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.